Event description:
Crews responded to a cardiac arrest call, CPR was in progress when the crew arrived on scene. The patient was in v-fib when attached to the device. The device charged but would not deliver a shock when the shock key was pressed. All connections were checked with no change in device operation. An AED was on scene and was used to continue care to the patient and care to the patient. The patient was resuscitated.

Manufacturer narrative:
Medtronic evaluated the device and found a broken pin in the therapy cable. The device was repaired and returned to the customer.